Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a lead revision for an unknown reason on (B)(6) 2014. A new lead was implanted and connected to the existing implantable neurostimulator (ins). It was noted that the procedure went well and the patient was satisfied with the therapy. Additional follow up was being done to determine the reason for the revision. A supplemental report will be filed when additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the revision was due to a changed pattern in the parasthesia as a result of a migration of the lead and high impedances. Due to the high impedances, it was decided to replace the lead. It was also reported that the ins was explanted. It was noted that the patient¿s pain was reduced by 50%. If additional information is received, a follow-up report will be sent.